Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user believed the ilet delivered too much insulin, leading to a low blood glucose of 59 following correction for a prior high; the low lasted about 10¿15 minutes and was corrected with soda, and the device issued an alert. Symptoms included no reported clinical manifestations. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding the ilet learning period, meal announcements, appropriate hypoglycemia treatment with approximately 15 g carbohydrates, and the impact of early overtreatment on algorithm learning. Investigation of this case revealed hypoglycemia with a cause that remained unclear, with contributing factors including user anxiety, early treatment of trending lows in the 80s, and frequent monitoring that may have affected algorithm adaptation; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.